Event description:
It was reported that the patient presented to the clinic with lightheadedness. Oversensing was observed. Additional information obtained indicated that the lead was tested at the time of the initial surgery and tested fine. However, the physician opted to modify the pace/sense portion of the rv (right ventricular) lead. There were no further patient complications reported as a result of this event. A medwatch 3500a was later received reporting that at 6 week post-generator change check, noise was noted on the rv pacing lead. A fracture was suspected. The rv lead was replaced. During the rv lead revision procedure, the lv (left ventricular) lead dislodged, and it was removed and replaced. Later the same day, the patient was returned to the or, where it was found the newly implanted rv lead had dislodged. It was explanted and replaced. The patient's post-operative course was complicated by pulmonary embolus, and the patient remained in the hospital for few more days.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Uf report number corrected to conform to numbering scheme required by FDA.